Event description:
It was reported a wet tap occurred during lead placement. The physician performed a blood patch and the procedure was aborted. It was reported the patient experienced no adverse symptoms as a result of the procedure. Follow up identified the patient was later implanted with a percutaneous lead and reported full stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.